Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of pull wire detached. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned with the basket on its open position. The handle returned in good condition; however, the entire handle cannula was returned detached/separated from the device. Additionally, the basket returned detached/separated from the device as well and the luer lock was not returned. Microscopic examination was performed, and it was possible to see that the sheath was bent/kinked at the proximal section. The sheath was also torn at the proximal section. It was noticed that the device was cut right in the middle of the notch cannula separating the basket from the device. However, the pull wire did not return detached separated since it is assembled correctly in the notch cannula. With all the available information, boston scientific concludes that the reported event was not confirmed. Based on the investigation results it was not possible to identify any evidence of the alleged issue on the device since the pull wire returned assembled correctly in the notch cannula. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause all these damages observed. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to that a zero tip basket device was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, the pull wire was broken and detached suddenly. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported to that a zero tip basket device was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, the pull wire was broken and detached suddenly. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of pull wire detached.